Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. Both pitch cables were broken at the distal clevis hub. One cable segment that contains the crimp was still installed in the clevis. The other cable segment that contains the crimp was missing and no longer installed in the clevis. The clevis did not exhibit any damage or wear marks. Electrical continuity testing was performed and passed. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing a pk dissecting forceps instrument, cables are broken on the instrument tip. This was found prior to the procedure in spd. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.